Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer stated that the last time she had a no delivery she was hospitalized. Customer declined to troubleshoot for the no delivery alert, but did a complete set change. Customer's blood glucose reading was 500+ mg/dl. Nothing further reported.